Event description:
It was reported that right ventricular (rv) lead had high impedance, was oversensing and triggered the patient alert. The physician suspected the position of the lead beneath the device and above hard rib bone tissue was the cause of these issues. The right atrial (ra) lead had unstable impedance. The leads were explanted and a single chamber system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) and (B)(4): detailed analysis of the leads was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4) the full lead was returned and analysis found that the outer insulation had an abrasion (breached). The proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked buckled. The outer insulation was torn, breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism, tissue on the helix and the lead was stretched.